Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000 serial (B)(4)).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic right ventricular tachycardia ablation procedure for monomorphic premature ventricular contractions (pvcs) with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac arrest (requiring cardiopulmonary resuscitation), a cardiac tamponade (requiring pericardiocentesis), and a respiratory infection. During mapping, the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated. A cardiac tamponade was detected. Pericardiocentesis was performed and yielded 300 ml of fluid. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit for observation. Patient required extended hospitalization for the treatment of aspiration pneumonia. Patient was reported to be doing well. Patient currently does not have pvcs. Physician indicated that some potential causes of the possible perforation may have included an inaccurate zero on the contact force catheter and forceful catheter movement when pacing was initiated in response to the patient's bradycardia. No ablation was performed.

Manufacturer narrative:
Additional information was received on february 8, 2018. The pneumonia was due to the event during intubation. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a (B)(6) year-old male patient underwent an idiopathic right ventricular tachycardia ablation procedure for monomorphic premature ventricular contractions (pvcs) with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac arrest (requiring cardiopulmonary resuscitation), a cardiac tamponade (requiring pericardiocentesis), and a respiratory infection. The device was visually inspected and was found to be in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized with no errors being observed. The force sensor was tested and was working properly. Force values were observed to be within specifications. Electrical tests were performed on the catheter and were found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. Temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and were found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).